Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 3. Warning occurred several times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette and fluid leaked from the patient line. Patient was advised to let the cycler dry out before next use. Multiple attempts were made to gather missing details but data was not provided. A sample cycler set was requested, but not received.